Event description:
On 14 may 2008, an extra extender sleeve was returned to abbott with an extender sleeve from an international pathfinder case for spondylolisthesis reported by the distributor on 02 may 2008. Additional information received from the distributor on 21 may 2008: the customer reported that the sleeve was found to be damaged after surgery. It took 10 to 15 minutes to look for the broken piece.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.